Event description:
During primary surgery, the surgeon noticed a line on the ceramic insert after impaction. He suspected that it was a crack. He deliberately broke the insert with an osteotome to remove it from the cup and replace it. The surgery was delayed by approximately 10 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.